Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been included with this report.

Event description:
It was clarified that the customer was wearing the insulin pump at the time of the high blood glucose started.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 520 mg/dl. The customer treated with injections. Troubleshooting was performed. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.